Event description:
The customer complained false positive reactions of three patient samples with cell 2 of biotestcell 3 in the gel card. We received one of the three affected samples and the complained lot of biotestcell 3. The sample was tested with complaint and retention sample of biotestcell 3 in gel card in our quality control laboratory. The sample reacted positive with cell 2 of both biotestcell 3. Furthermore, the sample was tested in the gel method at 4 degrees celsius. All three cells of biotestcell 3 and the autocontrol reacted positive. Additionally, the sample was tested in the tube technique (liss 10 min at 37 degrees celsius and indirect anti-human globulin test). It reacted negative in the tube methods. The correct function of the affected lot biotestcell 3 was confirmed by testing different positive and negative samples. All positive and negative reactions were correct. Only the customer sample reacted positive with cell 2 of biotestcell 3 in the gel card. The intended use of the product is the detection of unexpected antibodies in the tube test and solid phase test solidscreen ii with tango optimo.

Manufacturer narrative:
Stn # 125207-08.